Manufacturer narrative:
(B) (4). Evaluation: results: evaluation of the returned product shows that the exit alarm wires were pulled out. The rj-11 cable is broken and the black wire is damaged, therefore no alarm. The rj-11 plug was replaced and the unit now works correctly. (B) (4).

Event description:
The customer claims, the unit does not trigger the alarm when pressure is applied to the floor sensor. There was no pt injury reported.